Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was admitted into the emergency room (ER) on saturday (B)(6) 2019. The patient stated he believes his pump failed him because his blood glucose levels were over 500 mg/dl and he had to call the ems (emergency medical services) to be taken to the ER. The patient stated while at the ER they admitted him to the hospital ICU (intensive care unit) and they gave him an IV with insulin, they ran some blood tests as well. During these tests they found out the patient was also experiencing kidney failure and they had to put in a catheter. The patient was also given a heart pill (unknown name) as they believed he could also have been having a heart attack. The pod had been worn between 4 and 24 hours on the abdomen. The patient's blood glucose history is as follows: (B)(6).